Manufacturer narrative:
Two actual samples were received for evaluation. The two returned devices were labeled for single use. A visual inspection on both devices revealed that the fill port cap had detached from the fill port. The reported condition was verified. The cause of the condition was determined to be a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the fill port cap of two small volume infusors was detached from the fill port. This was noted before use. There was no patient involvement. No additional information is available.